Manufacturer narrative:
Additional information was received that the location of infection was at the right buttock and had a symptom of drainage. Nothing was suspected to cause infection.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.

Manufacturer narrative:
Correction to the initial MDR in fields b3 and b4 correction to the initial MDR in field. It should have been (B)(6) 2017 additional information was received that the infection was at the ipg site and unknown if it was related to device. The patient was prescribed antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.